Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via remote transmission showing non sustained lead noise due to post-paced t-wave oversensing was observed. Patient was asymptomatic. Recommended programming was performed. The patients condition is fine with no further issues.